Manufacturer narrative:
An event of migration or expulsion of device (device embolization) and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported device embolization appears to be related to procedural conditions. The reported surgical intervention was a result of case-specific circumstances as the obstruction/occlusion. There is no indication of a product quality issue with regards to manufacture, design, or labeling. From medical review: "the cause of embolization appears to be related to the uncertainty of the correct device size. Without imaging it is not possible to determine cause of event. If imaging is provided, its review and subsequent event adjudication will be undertaken."

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The landing zone measurements were 18mm at 0 degrees, 19mm at 45 degrees, 19mm at 90 degrees, and 20mm at 135 degrees. The sizing of the device was determined by 2d transesophageal echocardiography (tee). During procedure, tee and angiography were utilized. The left atrial pressure was above 12mmhg, and 500 cc of fluid was given. The average pressure was at 13mmhg. The close criteria was met, and 3 tug tests were performed during device deployment. The device was successfully implanted with no leak detected. On the morning of (B)(6) 2024, the patient suddenly destabilized, and it was determined that the device had embolized and was causing a complete obstruction of a valve. The sudden destabilization of the patient did not permit to envisage an intervention to retrieve the device. The patient passed away on (B)(6) 2024. The cause of the embolization was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.